Event description:
This report summarizes 25 malfunction event(s), where it was reported the devices experienced the mattress sliding off of the litter. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 25 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
No new information.

Manufacturer narrative:
17 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 8 pending devices were not evaluated, but reviewed by data and confirmed the issue. Section h codes have been updated.